Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to alleged failure of left knee patella.

Event description:
Patient was revised due to alleged failure of left knee patella.

Manufacturer narrative:
An event regarding malposition involving an tritanium patella was reported. The event was confirmed by medical review. Method & results: product evaluation and results: could not be performed as the product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2017 an operative report for ''left tka with computer assisted navigation" for a diagnosis of "left knee did left knee inflammatory arthritis" describes spinal anesthesia and a tourniquet time of forty-nine minutes. On (B)(6) 2017 an emergency room visit has a note stating, "increased pain left knee x-ray no acute osseous pathology possible effusion." On (B)(6) 2017 an x-ray report of the left knee states," varus deformity with arthroplasty in position". The patient was admitted on (B)(6) 2017 and an operative report of (B)(6) 2017 for "revision left tka tibial component" for a diagnosis of "failure left tka tibial component" . The operative report notes, " ... Collapse of tibial component into varus ... Lateral side lifted off ... Medial side collapse collapsed on medial side at least a centimeter bone was quite soft." On(B)(6) 2017 an x-ray report of the left knee states," unchanged with exception of increased lateral subluxation/dislocation of the patella", on (B)(6) 2017 a "repair of left knee arthrotomy" for a diagnosis of "failure of arthrotomy status-post left tka revision" was performed. The operative report notes, " increased lateral subluxation of patella ... Worsened two to three months patella lateral subluxated with flexion over 30° ... Stretching of medial retinaculum with single thumb tracked better ... With towel clips in place closed medially with #5 fiber wire figure-8 over sewn with ethibond and a partial lateral release. On (B)(6) 2017 one ap, one lateral, and one oblique of the left knee demonstrates an uncemented ps total knee arthroplasty. The tibia is in varus with compression of the medial tibial plateau. Marked osteoporosis is noted. An (B)(6) 2017 ap of both knees notes increased tibial medial collapse and varus. A modular tibial long-stem with a thick ts insert, a cone and augments, and hybrid cement technique of the tibial stem is noted and the patella is noted to be laterally subluxated. A material analysis report dated (B)(6) 2018 of a tritanium triathlon size 4 baseplate and a triathlon ps x3 tibial insert includes ten photographs of the explanted components, three photo micrographs, one each of the insert' s medial, lateral articular surface and the post, and one eds graph of the baseplate base alloy of the tibial component. The conclusions of this report are: (1) the tritanium baseplate showed evidence of biologic fixation; (2) explantation damage observed on multiple locations; (3) the articulating surfaces and post of the insert showed burnishing, scratching, and third body indentations commonly described on poly inserts; (4) eds of the tritanium baseplate was consistent with expected alloy; and (5) no material or manufacturing discrepancies were observed." -device history review: a review of the product history records indicate products were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other similar event for the referenced lot. Conclusions: the event was confirmed by medical review. A review of the medical records by consulting "clinician" revealed that " on (B)(6) 2017 an x-ray report of the left knee states,"unchanged with exception of increased lateral subluxation/dislocation of the patella", on (B)(6) 2017 a "repair of left knee arthrotomy" for a diagnosis of "failure of arthrotomy status-post left tka revision" was performed. The operative report notes, " increased lateral subluxation of patella worsened two to three months ... Patella lateral subluxated with flexion over 30° stretching of medial retinaculum ... With single thumb tracked better. A modular tibial long-stem with a thick ts insert, a cone and augments, and hybrid cement technique of the tibial stem is noted and the patella is noted to be laterally subluxated. The choice of an uncemented total knee arthroplasty in an osteoporotic, obese woman was ill advised. The subsequent collapse into varus was appropriately managed with a cemented modular tibial component. CT of the left knee would likely confirm malposition of the tibial reconstruction into internal rotation causing the progressive lateral subluxation of the patella. Neither of the revision surgeries were related to factors associated with implant manufacturing or materials." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.